Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The device locked up and would not work. The device was stuck on the tissue, however, surgeon was able to remove without damage to the tissue. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results found that the el5ml device was received in good visual condition, with the jaws closed and with a malformed clip present, however, no conclusion could be reached as to how the clip became malformed. The instrument was cycled, fed and formed the remaining clips within mfg specifications. The jaws opened and closed as intended during analysis. The instrument locked out as intended, however, the orange indicator was beyond its intended position. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch history record review was performed and no anomalies were found during the manufacturing process.